Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, high thresholds and a possible fracture. The lead was explanted and replaced. During the procedure, the physician attempted to unscrew the lead from the patient's implantable cardioverter defibrillator (ICD)t which point the setscrew came out. The physician placed the setscrew back in but was then uncomfortable continuing to use the device. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed a flex fracture of the rv (right ventricular) defibrillation coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.